Event description:
Customer reported patient was being prepped for case and had been connected to an IV line. Patient reportedly stated he was not feeling well. When the clinicians observed the patient, he had reportedly started to turn blue and his stomach was enlarging. The anesthesiologist was at the head of the patient, preparing to administer medication, when he turned to look at the patient. The customer believes that it was at that point that the anesthesiologist recognized that the blood pressure hose was connected to the IV line ports (which have luer locks). The patient expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.